Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 400mg/dl. Then the customer went home, changed the infusion set and lay down. The customer tested in the morning and her glucose level was 457mg/dl and went back to the emergency room. The customer was treated with an insulin drip and with the device. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm because she ran the reservoir empty. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.